Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, diabetes mellitus, inflammation. Somewhat unclear, patient has already lost an implant once after 3 years. Bone structure in the maxilla extremely dense. Novaloc abutments inserted on all implants except 25, although slight discomfort on implant 12. 12 loose after 5 days. Same patient as (B)(6).